Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they recently had issues with controls dropping low for crep2 creatinine plus ver.2 (crep) on a cobas 6000 c (501) module (c501). The issue occurred on (B)(6) 2016. The occurrences happened after daily maintenance was performed. The customer also stated that they received erroneous results for two patient samples tested for crej2 creatinine jaffé gen.2 (crej). Of the two samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 0.20 mg/dl accompanied by a data flag. The sample was repeated, resulting as 0.67 mg/dl and this value was reported outside of the laboratory. The ordering physician questioned the reported result, so the sample was repeated a second time, resulting as 3.09 mg/dl accompanied by a data flag. The repeat result was believed to be correct and a corrected report was issued for the 3.09 mg/dl value. This value was similar to the patient's previous value. The patient was not adversely affected. The crej reagent lot number was 13589801, with an expiration date of 11/30/2017. The field service engineer determined that the sample probe was misadjusted. He adjusted the sample probe. As a preventive measure, he verified rinse volume, concentration, and probe wash pump pressures. The customer ran calibration and controls; these were within their specifications. The customer also ran a precision study.

Manufacturer narrative:
The field service engineer has performed preventive maintenance on the analyzer. He replaced valve assemblies, a pump head assembly, and a pressure gauge. Investigations have determined that a misadjusted sample probe could cause the event, but it is unlikely that only one test would be affected. The observed low results are ordinarily caused by a blocked sample probe due to microclots or fibrin in the sample. Clots or fibrin in the sample are caused by incorrect pre-analytic sample handling. The analyzer has been running without problems for 5 weeks.